Event description:
The patient indicated that the pump started beeping, vibrating, and alarming and when she looked at the pump the verify screen appeared.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the black box showed one power event on (B)(6) 2011. No unusual activities were observed leading up to the event. The pump was exercised for 29 hours without power interruption. The reported power issues was unable to be duplicated during testing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.